Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock lead impedance measurement measuring greater than 125 ohms. The patient was brought in for testing and a 1.1 j synchronized shock was delivered which produced a shock impedance measurement of 109 ohms. The plan was to continue to monitor. At this time, the patient went on hospice care and tachy therapy was programmed off. An interrogation was performed and found that this implantable cardioverter defibrillator (ICD) system detected a code 1005. Additionally, the patient had supraventricular tachycardia (svt) in which the patient received inappropriate shocks as a result. The first shock put the patient into atrial fibrillation (af) however, the patient did convert on their own. Technical services provided on turning therapy off and noted that when the magnet was over the device, it was unpleasant for the patient. At this time, the system remains in service. No adverse patient effects were reported.